Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using microtainer® k2e blood collection tubes, erroneous results- platelet counts were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 1 of 25. It was reported after using bd microtainer® tubes with k2e (k2edta), erroneous results (platelet counts) were seen in one patient sample. No adverse impact was reported regarding the patient or user. D1. Medical device brand name: bd microtainer® tubes with k2e (k2edta). D4. Medical device material#: 365974. D4. Medical device lot#: 5195955. D4. Medical device expiration date: 31-dec-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 14-jul-2025.

Event description:
Report 1 of 25. It was reported after using bd microtainer® tubes with k2e (k2edta), erroneous results (platelet counts) were seen in one patient sample. No adverse impact was reported regarding the patient or user.